Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "a.p. Optical sensing module failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).